Event description:
Transfer set; treatment under emergency use authorization(eua): names of product transfer set product number 5c4483; pt had no flow through transfer set. FDA safety report ID# (B)(4).